Event description:
This is a female that had a decompressive laminectomy done in 2005. An ultrasonic aspirator was used during the surgery. Initially he did well post-operatively and was discharged home 2 days later. Later he developed severe back pain and increased weakness with difficulty when walking. Eight mos later, she was taken back to surgery for repair of the dural tear and large pseudomenigocele. The next day, she was discharged home in stable condition.